Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Here have been no other events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through medwatch (mw5082389) " reported that patient had left hip recurrent effusion."